Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1.initial reporter facility name: (B)(6) corporation h.6. Investigation summary: bd received 1 photo from the customer in support of this complaint showing that stopper was attached at an angle due to a cocked stopper. 100 retained samples were visually inspected, and no cocked stoppers were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, the stopper creeped out. There was no report of impact to the patient or user.